Manufacturer narrative:
(B)(4). Should the information be provided later, a supplemental medwatch will be sent.

Event description:
It was reported that during an unknown procedure the blade tip broke off of the device. The case was completed with another device of the same product code. There were no patient consequences reported. All information known at the time was reported.